Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("severe and heavy menstrual bleeding") and genital haemorrhage ("heavy and persistent bleeding") in an adolescent female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("severe cramping"). The patient was treated with surgery (endometrial ablation). At the time of the report, the menorrhagia, genital haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage and menorrhagia to be related to essure (ess205). Incident - no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("severe and heavy menstrual bleeding") and genital haemorrhage ("heavy and persistent bleeding") in an adolescent female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("severe cramping"). The patient was treated with surgery (endometrial ablation). At the time of the report, the menorrhagia, genital haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage and menorrhagia to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Fu1 and 2 processed together. On (B)(6) 2018: legal document received. No new information added. Fu1 and 2 processed together. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('severe and heavy menstrual bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On(B)(6)2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), pelvic pain ("pelvic pain") and dyspareunia ("dyspareunia (painful sexual intercorse)"). In (B)(6) 2018, the patient experienced colitis ulcerative ("gastrointestinal or digestive system condition type: ulcerative colitis"). On an unknown date, the patient experienced genital haemorrhage ("heavy and persistent bleeding"), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), intermenstrual bleeding ("metorhagia (bleeding between periods)"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), tooth disorder ("dental problems"), visual impairment ("vision problems"), psychological trauma ("psych injury") and back pain ("back pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (endometrial ablation). Essure (ess205) treatment was not changed. At the time of the report, the heavy menstrual bleeding, genital haemorrhage, abdominal pain lower, dysmenorrhoea, pelvic pain, abdominal pain, intermenstrual bleeding, vaginal discharge, bladder disorder, urinary tract disorder, tooth disorder, hormone level abnormal, visual impairment, psychological trauma, vaginal haemorrhage, dyspareunia, colitis ulcerative and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, colitis ulcerative, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, hormone level abnormal, intermenstrual bleeding, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage and visual impairment to be related to essure (ess205). The reporter commented: discrepancy noted in insertion dates: (B)(6)2006, (B)(6)2006, (B)(6)2006. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2019: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on(B)(6)2021: quality-safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and heavy menstrual bleeding ('severe and heavy menstrual bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abnormal uterine bleeding, adenomyosis, luteal cyst of ovary and chronic cervicitis. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercorse)"). In (B)(6) 2018, the patient experienced colitis ulcerative ("gastrointestinal or digestive system condition type: ulcerative colitis"). On an unknown date, the patient experienced genital haemorrhage ("heavy and persistent bleeding"), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), intermenstrual bleeding ("metorhagia (bleeding between periods)"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), tooth disorder ("dental problems"), visual impairment ("vision problems"), psychological trauma ("psych injury") and back pain ("back pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (davinci-assisted total laparoscopic hysterectomy bilateral salpingectomy , right oopherectomy and endometrial ablation). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the pelvic pain, heavy menstrual bleeding, genital haemorrhage, abdominal pain lower, dysmenorrhoea, abdominal pain, intermenstrual bleeding, vaginal discharge, bladder disorder, urinary tract disorder, tooth disorder, hormone level abnormal, visual impairment, psychological trauma, vaginal haemorrhage, dyspareunia, colitis ulcerative and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, colitis ulcerative, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, hormone level abnormal, intermenstrual bleeding, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage and visual impairment to be related to essure (ess205). The reporter commented: discrepancy noted in insertion dates: (B)(6) 2006, (B)(6) 2006, (B)(6) 2006 insertion details- left 6 right 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2019: total bilateral occlusion. Pathology test - on (B)(6) 2021: uterus, cervix, bilateral fallopian tubes: - endometrium: - inactive endometrium. - no atypia, hyperplasia or invasive malignancy seen. - myometrium: adenomyosis. - cervix: chronic cervicitis and squamous metaplastic change. - right ovary: hemorrhagic corpus luteal cyst. - right fallopian: without significant histopathologic abnormalities. - left fallopian tube: without significant histopathologic abnormalities.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-may-2021: mr received-new reporter, lab data, medical history, insertion details, removal details were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('severe and heavy menstrual bleeding') in an adolescent female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), pelvic pain ("pelvic pain") and dyspareunia ("dyspareunia (painful sexual intercorse)"). In (B)(6) 2018, the patient experienced colitis ulcerative ("gastrointestinal or digestive system condition type: ulcerative colitis"). On an unknown date, the patient experienced genital haemorrhage ("heavy and persistent bleeding"), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), intermenstrual bleeding ("metorhagia (bleeding between periods)"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), tooth disorder ("dental problems"), visual impairment ("vision problems"), psychological trauma ("psych injury") and back pain ("back pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (endometrial ablation). Essure (ess205) treatment was not changed. At the time of the report, the heavy menstrual bleeding, genital haemorrhage, abdominal pain lower, dysmenorrhoea, pelvic pain, abdominal pain, intermenstrual bleeding, vaginal discharge, bladder disorder, urinary tract disorder, tooth disorder, hormone level abnormal, visual impairment, psychological trauma, vaginal haemorrhage, dyspareunia, colitis ulcerative and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, colitis ulcerative, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, hormone level abnormal, intermenstrual bleeding, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage and visual impairment to be related to essure (ess205). The reporter commented: discrepancy noted in insertion dates: (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2019: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2021: mr received. Reporter's information added.rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('severe and heavy menstrual bleeding') and genital haemorrhage ('heavy and persistent bleeding') in an adolescent female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), dysmenorrhoea ("dysmennorhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding between periods)"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), tooth disorder ("dental problems"), visual impairment ("vision problems") and psychological trauma ("psych injury") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (endometrial ablation). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, abdominal pain lower, dysmenorrhoea, pelvic pain, abdominal pain, metrorrhagia, vaginal discharge, bladder disorder, urinary tract disorder, tooth disorder, hormone level abnormal, visual impairment and psychological trauma outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, dysmenorrhoea, genital haemorrhage, hormone level abnormal, menorrhagia, metrorrhagia, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, vaginal discharge and visual impairment to be related to essure (ess205). The reporter commented: discrepancy noted in insertion dates: (B)(6) 2006, (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2019: results: not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received: new events - pelvic pain, abdominal pain, dysmenorrhea (cramping), metorhagia (bleeding b/w periods), bladder/urinary problems vaginal discharge, dental problems., hormonal changes, vision problems were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('severe and heavy menstrual bleeding') and genital haemorrhage ('heavy and persistent bleeding') in an adolescent female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), pelvic pain ("pelvic pain") and dyspareunia ("dyspareunia (painful sexual intercorse)"). In (B)(6) 2018, the patient experienced colitis ulcerative ("gastrointestinal or digestive system condition type: ulcerative colitis"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding between periods)"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), tooth disorder ("dental problems"), visual impairment ("vision problems"), psychological trauma ("psych injury") and back pain ("back pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (endometrial ablation). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, abdominal pain lower, dysmenorrhoea, pelvic pain, abdominal pain, metrorrhagia, vaginal discharge, bladder disorder, urinary tract disorder, tooth disorder, hormone level abnormal, visual impairment, psychological trauma, vaginal haemorrhage, dyspareunia, colitis ulcerative and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, colitis ulcerative, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, menorrhagia, metrorrhagia, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage and visual impairment to be related to essure (ess205). The reporter commented: discrepancy noted in insertion dates: (B)(6) 2006, (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2019: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: pfs received. New events: vaginal bleeding, back pain, ulcerative colitis, dyspareunia were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.